Manufacturer narrative:
Correction: d1 has been updated from short description to brand name. Manufacturer narrative: the device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. If the device is returned at a later date, the investigation may be updated and reanalyzed. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A device history record review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 25 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: when not in use, the active electrode should be placed in a clean, dry, non-conductive safety holster. Inadvertent contact with the patient may result in burns. Contact with drapes or linens may cause a fire. Do not activate the instrument when not in contact with target tissue, as this may cause injuries due to capacitive coupling. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft was being used on (B)(6) 2024 during an unknown procedure and ¿¿the pencil tip burnt through the physician gloves and blistered skin.¿. A covidien esu was used, and the settings are not known. The doctor's current condition was reported as "fine, continued to work". It is unknown if the doctor received any medical treatment. The patient was not affected. This report is being raised on the basis of injury due to a burn of unknown degree received by the doctor.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft was being used on (B)(6) 2024 during an unknown procedure and ¿¿the pencil tip burnt through the physician gloves and blistered skin.¿. A covidien esu was used, and the settings are not known. The doctor's current condition was reported as "fine, continued to work". It is unknown if the doctor received any medical treatment. The patient was not affected. This report is being raised on the basis of injury due to a burn of unknown degree received by the doctor.